Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present and with the tip of the blade damaged with gouges. The device was tested with a test handpiece and generator and was functional. The blade was noted to have minor damage at the tip. This damage occurred after the tissue pad melted, exposing the clamp arm and allowing the blade to make contact. It is possible that this resulted in an error code to be displayed during use. The damage to the tissue pad damage may occur when applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a ladg, an error 5 occurred and the tissue pad was detached off when a scrub nurse cleaned the device outside the patient at the end of operation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.